Event description:
It was reported that during a back laminectomy surgery, it was observed that the motor device was "making noise" and that is sounded like the "bearings were about to go out". The reporter clarified that the surgeon might be referring to the "internal components of the drill". There was no delay in the surgical procedure as the actual device was used to successfully complete the surgery. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the condition could not be confirmed. A functional assessment was performed and the device passed all operational specifications. If additional information should become available, a supplemental medwatch report will be sent accordingly.